Manufacturer narrative:
.

Event description:
It was reported via phone call, the customer spent 43 days in hospital and was 5 hrs from death and said the femoral head had pushed through his pelvis. Had no precise information just stating metal facts. Said would call back.